Manufacturer narrative:
One used intraspinal portal with a 16 inch length of attached catheter was returned for evaluation. The outlet tube was examined and found to have broken away from itself from within the outlet tube supporter chamber. The examination of the break surface showed that the welded joints of the outlet tube were still intact; the surface of the break at the outlet tube supporter area was found to be consistent with stress fatigue fracture. The fracture of the outlet tube determined to likely have been caused by excessive flexing of the outlet tubing which the device was not intended for. It is reported that the customer is using this device in a situation that is new for the product. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.

Manufacturer narrative:
(B)(4) I was hoping for a code that would capture the necesity of surgically removing a port-a-cath (not due to twiddlers syndrome- just in general). Additionally, I wanted to capture the fact that general anesthesia was administered to the patient (not patchy anesthesia- just the necesity of general anesthesia). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
From clinical trial study organizer: it was reported that the device was implanted in patient for administration of clinical trial drug on (B)(6) 2012. According to reporter, the device had to be surgically explanted from patient on an unscheduled basis on (B)(6) 2015. Clinical trial study organizer reported that the access system was replaced with another system after explant. Additional information has been requested on the reason for the explant and not received at this time. No permanent adverse effects reported